Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small amount of "solid" foreign matter was found in the bd vacutainer® k2e (edta) plus blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a small accumulation of solid matter was detected in this blood tube. This is a tube with lot number 9336031."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a small amount of "solid" foreign matter was found in the bd vacutainer® k2e (edta) plus blood collection tube before use. The following information was provided by the initial reporter, translated from dutch to english: "a small accumulation of solid matter was detected in this blood tube. This is a tube with lot number 9336031."